Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that coating peeled occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use in an arteria cruralis. During preparation, upon wiping with gauze, it was noted that the front coating peeled. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the guidewire was bent at the distal tip. Based on the evidence, the reported allegation of body coating issue could not be confirmed, as there was no coating issues were found during product inspection that could have contributed to the reported issue.

Event description:
It was reported that coating peeled occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use in an arteria cruralis. During preparation, upon wiping with gauze, it was noted that the front coating peeled. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.